Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed on stored egm. Recommended programming changes will be discussed with the physician. The patient was stable before, during, and after the device interrogation.